Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Backflow condition confirmed. Visual examination of the unit showed no signs of abnormality that may have potentially contributed to the reported condition. Device was filled, fill-port cap was removed and a backflow was observed at the fillport. Device was disassembled for root cause determination; acrylic resin (material of the stress-member-2.6 mm) was found trapped between the check-band and stress-member, which evidently had caused the backflow condition. Specifications were updated to include equipment cleaning procedure and use of dedicated vacuum. Created, implemented cleaning forms with guidelines for cleaning key areas and stations completed per shift. . A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
It was reported to baxter (B)(4) that one (1) (B)(4) basal/bolus infusor lv device was observed backflowing from the fill port during filling. There was no patient involvement. No additional information is available.